Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath (lot 8835811). The patient was in normal sinus rhythm, and imaging was intracardiac echocardiography (ice) and transesophageal echocardiography (tee). The left atrial pressure was 14mmhg. Heparin was administered, and the patient's activated clotting time (act) levels remained between 250-350 seconds. The amulet occluder was deployed once, and the position was too proximal. However, it was impossible to partially recapture the device because the delivery sheath had become kinked. An extender was added to the core wire and exchange was attempted. Two other 14f amplatzer torqvue 45x45 delivery sheaths (lots 8780493, 8806448) were used to try to recapture the amulet occluder. As the new sheath was introduced in attempt to recapture the amulet occluder, the device separated from the delivery cable and was completely dislodged within the left atrium. The device was retrieved via transcatheter snare. When the device was retrieved, the patient experienced a pericardial effusion near the left upper pulmonary vein, which progressed to cardiac tamponade. The cause of the pericardial effusion was unknown. A pericardial window was performed. Hospitalization was prolonged. The patient status was reported as stable

Manufacturer narrative:
An event of difficulty retracting the device, premature detachment of the device, and pericardial effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Images were received for examination and the review found that the measurements in the instructions for use were not followed leading to a possible mis-sizing. The transseptal puncture was made in the mid/mid aspect, which possibly created an acute angle on the sheath and created a kink, which prevented the device from being re-sheathed and increasing the risk of effusion. The exchanging of the sheath over the device cable, multiple attempts to snare the device and long procedure time could have contributed to the effusion. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a